Event description:
The faciltiy's biomedical engineering department reported that "channel a was not infusing". Information was not provided regarding whether or not the device was in patient use when the reported event occurred. The hospital representative stated thay have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was available.